Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device provided an inappropriate rhythm analysis. In this state the device may provide wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device log and confirmed there was no device malfunction. Further review of the device's log, stryker observed the shock button was pressed following one of the voice prompts to "push down hard at least two inches." Since the shock button was pressed during CPR time, the button press was ignored, which is a normal operation. The root cause of the issue was due to a use error.

Event description:
The customer contacted stryker to report that their device provided an inappropriate rhythm analysis. In this state the device may provide wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.